Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. No issues were identified while onsite. The fse cleaned the ise unit and performed patient correlations to compare results to an alternate laboratory. No other abnormal sample results were identified. The patient continued to undergo the potassium supplement treatment. The follow-up potassium results were slightly increased but still lower than the reference range. All other indicators of the patient have been normal and the patient was discharged from the hospital. The customer refused to provide any additional information regarding the patient¿s treatment. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported receiving an erroneously low patient result for potassium (k) on the au480 clinical chemistry analyzer. The erroneous result was reported outside of the lab. The patient was administered an unspecified potassium supplement treatment based on the result and clinical indicators. Following the potassium supplement treatment, the patient's potassium results remained low. The customer questioned the low result following the supplementation with potassium. The customer continued to perform the potassium supplement treatment. The customer was unwilling to provide further information.